Event description:
It was reported during preventive maintenance that cs100 intra-aortic balloon pump (iabp) broken wheel. There was no patient involvement and no injuries or deaths.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723-2025-0001491 in your database.